Event description:
It was reported that the port was in use in a pt receiving cancer therapy. The port was explanted when it was discovered that the catheter had separated from the port. There were no reported pt complications.